Event description:
Additional information received reported that at the revision surgery there was an excess of fatty/oily material similar to the consistency of shortening around and on the lead. It was noted the healthcare professional (hcp) was able to slide the anchors off the conductor ends of the leads in the presence of the fatty/oily tissue. It was further noted the hcp commented that initially breaking the anchor free and starting it to remove required more strength than should be expected to hold the lead in place. It was further noted that once moving the anchor slid easily. It was noted the existing leads did not have any signs of being damaged from the anchor removal and were repositioned.

Manufacturer narrative:
(B)(4). Analysis of the anchor (lot# n367052) found no anomaly. Analysis of the anchor (lot# unknown) found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bi-wing slid off the lead with minimal resistance. It was noted that this occurred with both leads. It was further noted this caused both leads to be revised. It was noted that there was an insertion retention anchor issue. Symptoms included the loss of stimulation coverage to the patient¿s back. The location of the symptom was the left and right side implant. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97792, lot# n367052, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97792, lot# unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.